Manufacturer narrative:
Carefusion complaint number. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4) .

Event description:
The customer stated that while performing the blender calibrations they are out of specification, measuring 80%, 74% o2 needs to be dialed in and while on 95%, 83% needs to be dialed in. The customer reported the device passed the extended self test but discovered this while testing the blender with an external analyzer. There was no patient involvement in this incident.